Event description:
It was reported by the customer "a patient came in with the chemotherapy (5fu) leaking from the powerloc max infusion set. The leakage is coming from the spot just beyond the y." Additional information received 12/07/2022: there was no patient harm reported. Chemotherapy leak, amount of leak and impact on dose is unknown.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "a patient came in with the chemotherapy (5fu) leaking from the powerloc max infusion set. The leakage is coming from the spot just beyond the y." Additional information received 12/07/2022: there was no patient harm reported. Chemotherapy leak, amount of leak and impact on dose is unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a y-site leak is inconclusive due to poor sample condition. One photo sample of a powerloc max infusion set was provided for evaluation. The y-site connector is being shown in the image. An arrow is drawn pointing towards the main luer hub of the connector at the region below the attached luer cap. The quality of the photo does not allow for a clear inspection of the components to identify the presence of damage or cracks. Based on the information provided, possible contributing factors include damage during handling and material mechanical properties. Since the presence of a leak or damage on the hub could not be observed in the image provided, the complaint remains inconclusive at this time.